Event description:
It was reported that a patient presented with an infection noted on the device, resulting in discomfort. During the revision process upon removal of the right atrial lead, lead broke and the patient developed an embolism. The embolism was resolved by the physician. The lead and device was explanted on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. Interrogation were normal, visual screen was acceptable, and a device download was successful. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined

Event description:
New information received notes the indication for extraction was staphylococcus bacteremia.